Manufacturer narrative:
In the event the device(s) return to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient drg system lead at the l4 placement migrated. Consequently, the patient's drg lead was replaced with new one and the issue was resolved.